Manufacturer narrative:
The bec customer contact had the customer aspirate fluid from the nrbc chamber and place 50% bleach for 15 minutes. The nrbc chamber still did not drain. Bec field service engineer (fse) visited the site and observed that the drain of the nrbc chamber was partially obstructed. The fse cleared the drain fitting by applying air pressure and also cleaned the air mix and temperature control (amtc) assembly. There was no further evidence of leaking. Repairs were verified per established procedures, and the results met published performance specifications. The dxh diff pack (erythrolyses and stabilise), blood and diluent can be present in the nrbc chamber during instrument operation and cleaner while in shutdown. Root cause was of the leak was a partially obstructed nrbc chamber. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that there was approximately 30ml of blood leak in unicel dxh 800 coulter cellular analysis system. The leak was in air mix and temperature control (amtc) area of the instrument and the nrbc chamber was not draining. The customer was wearing gloves and a lab coat at the time of the event. There was no exposure to mucous membrane or open wounds. No one was splashed or sprayed, and no one sought medical attention. Msds was not reviewed, but the facility has exposure control plan. There was no impact to patient results. There was no death, injury, or change to patient treatment as a result of this event.